Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the 2 most proximal stent strut rows; stent struts were lifted and stretched distally. The remaining undamaged crimped stent outer diameter (od) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 09-oct-2017. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.0x15mm non- bsc balloon catheter was advanced for dilatation. A 3.00 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion but after 3 attempts, the device failed to cross the lesion. The procedure was completed with a 3.0x34mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.